Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer replaced the tip-up fenestrated grasper instrument with a new one. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. An RMA has not been issued for the instrument to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the tip-up fenestrated grasper instrument broke and the customer removed the instrument with the cannula. The customer reported no fragments fell in patient and customer continued with a new tip-up fenestrated grasper instrument. The procedure was completed as planned with no reported injury.